Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported a communication failure error message, and the system would not boot. This resulted in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.